Event description:
It was reported that a revision surgery was performed due to infection. Doctor doesn't fault the device.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that a revision was performed due to infection. It was communicated that there no supporting clinical information wil be provided, and the surgeon does not fault the device. The patient impact beyond the revision surgery cannot be determined, as there is no report of the patient's current condition, infection status or how the procedure was tolerated. No further clinical assessment is warranted. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Product was sterilized according to sterilization release documentation from quality control. No further clinical/medical investigation is warranted at the time. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.